Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for an atrial flutter ablation. Review of the fluoroscopy revealed externalized conductors. The electrical function of the lead was observed and tested and no anomalies were detected. No medical intervention was performed; the patient would continue to be followed.